Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 4621. Type of investigation code - 4112. Investigation findings code - 3243. The physical investigation of the returned items revealed that no fracture had occurred. The correct codes for this complaint are: health effect - impact code -4627. Component code - 887. Type of investigation code - 10. Investigation findings code - 3252. Device received for this event is being corrected from osseospeed tx 4.0s - 9 mm catalog # 24941 to unknown atis abutment catalog # unknown atis abutment.